Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced dexcom g7 sensor pairing failures, attempted a mode toggle between g6 and g7, then started a new sensor with a 4-digit code, and later replaced the g7 sensor to restore connectivity. Symptoms included no reported adverse clinical effects. Outcomes included successful reconnection after sensor replacement and user education to contact the cgm manufacturer for a replacement sensor. Investigation included phone-based troubleshooting and education regarding sensor pairing steps. Investigation of this case revealed a cgm pairing issue without identification of a responsible device component on the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user interface or external cgm pairing behavior unrelated to ilet pump malfunction.